Manufacturer narrative:
Per further review, the reported event was not related to a product problem. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
This event is an adverse event only and not a product problem. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Correction to brand name, UDI, catalog number now provided. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
On 10/12/2016 a medtronic representative, following-up at the site, reported measurements related to the direction and magnitude of inaccurate screw placement. Confirmed that navigation was used only to find the screw insertion site and trajectory; the screws were not navigated. Date of second procedure to correct screw placement was (B)(6) 2016. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine fusion procedure on (B)(6) 2016, an inaccuracy occurred. Surgery was performed for c1 and 2. Prior to the procedure, the medtronic representative advised the surgeon that the computed tomography (CT) scan images and alignment did not match for c1. The surgeon opted to proceed with the procedure. Navigation was used to confirm insertion site and insertion angle, and a screw(s) was inserted through images afterwards. There was no issue and the medtronic representative left the operating room. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome reported. The medtronic representative received information the day following the procedure, (B)(6) 2015, that a screw was not attached with c1 and re-operation was to be performed. The surgeon did not allege that there was issue with the navigation system. Navigation was used only to find the screw insertion site and trajectory; the screws were not navigated. The second procedure was scheduled for (B)(6) 2016. Outcome of that procedure was not made available from the site. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.